Event description:
It was reported that an ar pin was used during the rosa tka procedure. During use the pin fractured and the broken piece remained lodged in the quick release drill. The surgery was completed using another pin collet. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d7; d9; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. Visual examination of the returned product identified signs of use (scratches, dings) and confirming complaint the pin fractured and a piece remains lodged. The position of fractured pin appears was not inserted / seated properly & possibly reason it fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. However, evaluation of the returned kn quick release pin driver and pin indicated that the pin may not have been correctly inserted/seated. The pin should be turned so that the flat spot accepts the flexible part of the kn quick release pin driver. It is important to ensure that the pin is correctly inserted in the kn quick release pin driver prior to use. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.